Event description:
The customer reports that the device did not work. There was no pt injury. However, when the device was returned for investigation, upon visual inspection, a missing snap pin on the electrode jaws not noted. The site was notified of the missing snap.

Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide add¿l info on the proper method of assembly the electrodes into the reusable instrument. Mfg performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition. Add¿l questions in regard to the incident have also been asked. Should any add¿l info be received, a follow-up report will be made.